Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, patient presented with following pre-op diagnoses: lumbar spinal stenosis of l3-4, l4-5 and l5-s1 as well lumbar spondylosis of l3-4, l4-5 and l5-s1. For which, patient underwent following procedures: lumbar laminectomy with partial medial facetectomies and foraminotomies of l3-4, l4-5 and l5-s1. Transforaminal lumbar interbody fusion (tlif) of l3-4, l4-5 and l5-s1 with interbody fusion cage, local autogenous bone graft as well as pedicle screw instrumentation of l3, l4, l5 and s1 and a posterolateral fusion of l3-4, l4-5 and l5-s1. As per op notes, a 12 x 22 mm cage with rhbmp-2/acs was then placed into the cage as well. It was directly impacted in the space at l5-s1. Identical procedure was then performed at l4-5 and l3-4, again with 12 x 22 mm cages at all levels. Patient tolerated the procedure well without any intra-operative complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.